Event description:
As reported per clinical trial (B)(4): the subject patient was admitted to the hospital on (B)(6) 2025 patient underwent an exploratory laparotomy and whipple primary laparotomy during which a phasix flat mesh onlay was placed and secured in place with sutures. The surgery was done with trimming the phasix mesh and the midline fascia was completely closed with monomax absorbable monofilament with 14 suture fixation points and approximately 3cm far apart. Patient was discharged from hospital on (B)(6) 2025. On (B)(6) 2025, the subject patient was diagnosed with wound seroma. 3x wound seroma was punctured by practicing surgeon and no infection found. Currently small seroma, healing/ recovering. The reported adverse event (wound seroma) has been assessed per clinicians as possibly related to the study device and to the procedure. It has been assessed as mild in severity, and it is recovering/resolving. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of usade (unanticipated serious adverse device event).

Manufacturer narrative:
As reported, the subject patient developed a wound seroma post implant of a phasix mesh. The clinician has assessed the patient¿s postoperative outcome as possibly related to the study device and possibly related to the procedure. However, based on the information provided, no conclusions can be made. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.